Event description:
A report received from the affiliate indicating that during a carotid stenting procedure extensive cerebral infarct occurred. The target lesion was left internal carotid artery. There was no calcification or vessel tortuosity, 70% stenosis. The lesion was pre-dilated with amiia (lot unk) and a precise stent (lot unk) was deployed and post-dilated with competitor's balloon ("sterling", boston scientific japan, 6mm* 2cm) at 10 atms for 10 seconds. After post dilatation the pt did not reply to the physician's call, and also did not squeeze back right hand. An angiography was taken immediately, however, an infarction was not confirmed. The blood flow remained normal, so the physician captured the filter and retrieved the angioguard. A CT and mra inspection followed which revealed extensive brain infarct at left side of distal vessel. The pt experienced paralysis on the right side of his body. Physician comment: there was no difficulty or anomaly during the procedure, and the cause of the infarct could be fine debris, which passed through the pore of filter membrane.

Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #: 1016427-2008-00135 and 9616099-2008-01219. Any add'l info will be submitted within 30 days of receipt.